Event description:
A falsely elevated troponin I result of 1.11 ng/ml was observed on a patient sample. A troponin I result of < 0.05 ng/ml was obtained on a redraw test from the same patient. The original sample was retested and a result of < 0.05 ng/ml was obtained. Patient was admitted. Customer did not provide sufficient information to determine whether there were adverse health effects due to the falsely elevated troponin I result. The cause for the falsely elevated troponin I is unknown.